Manufacturer narrative:
(B)(4) - testing was performed for this investigation using in-house material of the causative agent. Specimen testing was performed. The test results indicated the possible presence of heterophilic antibody interference in the patient specimens. In addition, quality records and labeling were reviewed. A review of the causative agent's quality records did not identify a trend related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. Additionally, the product labeling provides information to help customers obtain accurate results through proper specimen handling. The customer observed elevated patient specimen troponin values (approximate concentration values of 0.3 ng/ml) when using architect stat troponin-I reagent list 02k41-25, lot 25980un08. The patient specimen values were lower (approximate concentration values of 0.09ng/ml) when using an alternate reagent lot, lot 23953un08. The testing consisted of the following: two returned samples were treated using a heterophilic blocking tube (hbt). For both returned samples, one replicate of the neat sample and one replicate of the hbt treated sample were tested using architect stat troponin-I reagent lot 25980un08. Testing was then repeated using reagent lot 23953un08. The % difference between the sample's neat architect stat troponin-I result and the hbt treated result was calculated and compared to the % difference criteria for the study. Testing did not meet acceptance criteria, as the % difference between the neat result and the hbt treated sample result was not within the allowable range for either sample tested with either reagent lot. This indicates the possible presence of heterophilic antibody interference. The architect stat troponin-I reagent package insert was reviewed for information that could be communicated to the customer regarding heterophilic antibody interference. The architect stat troponin-I reagent package insert (B)(4) states in the limitations of the procedure section, "specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits that employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status." Additionally, this section states, "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. The presence of heterophilic antibodies in a patient specimen may cause anomalous values to be observed. Additional information may be required for diagnosis." This section continues with the following statement: "although the architect stat troponin-I assay is specifically designed to minimize the effects of hama and heterophilic antibodies, assay results that are not consistent with other clinical observations may require additional information for diagnosis." A product deficiency was not identified. Architect stat troponin-I reagent lot 25980un08 is performing acceptably based on the review of complaint tracking and trending reports, architect stat troponin-I reagent package insert and in-house analytical testing results. There were no additional issues identified requiring further investigation. This is the final report.

Event description:
The customer states that an emergency room (ER) physician questioned an architect troponin-I result of 0.3 ng/ml compared to an alternate method (istat) result of 0 ng/ml. The sample was repeated in duplicate on two different architect analyzers that were loaded with different reagent. Architect, run 1, sample 1 (night run) 0.294 0.095 run 2, sample 1 0.313 0.092 run 1 sample 2 (redrawn next morning) 0.303 0.088 patient was held in ER because the original result was at the medical decision point (time held not provided). No other action taken. The customer ran a ckmb assay on all samples from the patient in question yielding results of 0.7 - 0.8 ng/ml. A corrected troponin-I result of 0.09 ng/ml was reported, with no further information regarding impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.